Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for 1 patient (sample ID (B)(6)) : customer cutoff value is >16ng/ml on (B)(6) 2023, alinity I stat high sensitive troponin-I result was 100 pg/ml and the patient was sent to the emergency room, where the patient had laboratory work, which reportedly generated a result of 0 (negative) on the roche platform. On (B)(6) 2023, alinity I stat high sensitive troponin-I result was 139 pg/ml and the patient was reportedly hospitalized. While at the hospital, it was reported that only an electrocardiogram was done for the patient and no pathology was identified. When tested on the ortho (vitros) platform, the result was 4ng/ml (cutoff value is 11.0 ng/l). For troubleshooting purposes, the sample was also rerun at another site on another alinity and generated a result at 182 pg/ml patient information: 71 year old female patient with a history of cold agglutinin and monoclonal protein. The customer confirmed no patient harm occurred and there was no reported impact to patient management. Update: the customer cutoff value of >16ng/ml unit of measure is incorrect. The correct cutoff is >16ng/l (16 pg/ml)

Manufacturer narrative:
Section b5 was updated with corrected unit of measure.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 08p13-24 and there is a similar product distributed in the us, list number 04z21. All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for 1 patient (sample ID (B)(6)) : customer cutoff value is >16ng/ml on (B)(6) 2023, alinity I stat high sensitive troponin-I result was 100 pg/ml and the patient was sent to the emergency room, where the patient had laboratory work, which reportedly generated a result of 0 (negative) on the roche platform. On (B)(6) 2023, alinity I stat high sensitive troponin-I result was 139 pg/ml and the patient was reportedly hospitalized. While at the hospital, it was reported that only an electrocardiogram was done for the patient and no pathology was identified. When tested on the ortho (vitros) platform, the result was 4ng/ml (cutoff value is 11.0 ng/l). For troubleshooting purposes, the sample was also rerun at another site on another alinity and generated a result at 182 pg/ml patient information: 71 year old female patient with a history of cold agglutinin and monoclonal protein. The customer confirmed no patient harm occurred and there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any related non-conformances or deviations for the complaint lot. The ticket search by lot found an increase in complaint activity, however further review of ticket and trending concluded that there was no identified trend regarding commonalities for lot number and customer issue. The overall performance of the alinity I stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The review concluded that the median patient results for the complaint lot are within established limits, which is comparable with historical lots in the field. In-house testing was conducted on lot 55350ud00, which determined that specifications were met, indicating acceptable lot performance. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent, lot 55350ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for 1 patient (sample ID (B)(6)) : customer cutoff value is >16ng/ml on (B)(6) 2023, alinity I stat high sensitive troponin-I result was 100 pg/ml and the patient was sent to the emergency room, where the patient had laboratory work, which reportedly generated a result of 0 (negative) on the roche platform. On (B)(6) 2023, alinity I stat high sensitive troponin-I result was 139 pg/ml and the patient was reportedly hospitalized. While at the hospital, it was reported that only an electrocardiogram was done for the patient and no pathology was identified. When tested on the ortho (vitros) platform, the result was 4ng/ml (cutoff value is 11.0 ng/l). For troubleshooting purposes, the sample was also rerun at another site on another alinity and generated a result at 182 pg/ml patient information: 71 year old female patient with a history of cold agglutinin and monoclonal protein. The customer confirmed no patient harm occurred and there was no reported impact to patient management. Update: the customer cutoff value of >16ng/ml unit of measure is incorrect. The correct cutoff is >16ng/l (16 pg/ml)